Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the device was unable to prime during prime test due to faulty force sensor resistor. No compromised force sensor system alarms were noted. The motor was tested outside the device and passed. The device had minor scratched lcd window and missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm and another alarm. The blood glucose reading is 95 mg/dl. Nothing further reported.